Event description:
A (B)(6) male pt contacted zoll customer support to report that his monitor screen went dark and was emitting a ¿screeching¿ noise. The monitor then silenced and appeared to be in normal operation. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (screen went dark/screeching noise/return to normal operation) has been confirmed. Upon receipt, the monitor displayed a white splash screen for approx. Two minutes then reset and booted up properly. A test of the flash memory was performed. This test found no problem with the flash memory. The device was reprogrammed and retested. The reset condition could not be duplicated. The cause for the resets could not be positively determined. No adverse event resulted from the monitor. The pt received a replacement monitor.